Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a pump error alarm. The customer's blood glucose reading was unknown. The customer performed troubleshooting and it was determined that the device needed to be replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detail trace analysis confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at electrical board. After disconnecting and reconnecting the internal battery connector on electronic board, the pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.